Manufacturer narrative:
Results: inherent risk of procedure (stent damage, failure to deliver the stent), patient's condition affected effectiveness of device (highly calcified lesion. It was reported that the device may have become caught on some calcium). Conclusions: device failure/lack of effectiveness related to patient condition (highly calcified lesion. It was reported that the device may have become caught on some calcium). (B)(4).

Event description:
The physician intended to implant a 2.75 mm diameter x 12 mm length resolute integrity rapid exchange (rx) drug-eluting stent to treat an ostial circumflex lesion from the left main. The target lesion was reported to exhibit a high degree of calcification. The lesion was pre-dilated twice using a 2.0 and a 2.5 mm balloon. Difficulties were encountered advancing the device to the target lesion. It was reported that the device may have become caught on some calcium and difficulties were encountered removing the device. Stent struts were observed to be damaged on removal. A second guidewire was advanced and the physician employed the buddy wire technique to deliver a competitor stent to the target lesion. The physician commented that the buddy wire technique may have assisted with the successful delivery of the competitor stent. The resolute integrity device was inspected and prepared prior to use with no abnormalities noted. No clinical sequelae were reported. Evaluation summary: the stent was positioned correctly as per specification. Multiple stent struts were raised and deformed.